Event description:
Customer reported the chuck is locked. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the chuck is locked because the jaws are damaged due to incorrect use during the procedure; possibly a reamer larger than the chuck's diameter was used and it was somewhat impacted so that the reamer could be attached. In addition, we detected some irregularities in the outer part of the chuck due to impact and/or fall, thus, it was difficult to attach it to the power drive. Parts have been replaced. Device was repaired and returned to the customer on 06/07/2013. Placeholder.